Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's display screen "flashes" when tapping on the display buttons, after the pump fell the day prior. There was no impact to the customer's blood glucose. Reportedly, customer indicated no further issue with the pump display screen and that the pump is operating as intended. Customer declined further troubleshooting from tandem technical support.